Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20027e, batch/ lot #: unknown. The user facility is having occlusion in line alarms when using filter set 20027e while infusing the drug mannitol.

Manufacturer narrative:
H6:investigation summary: no product or photo was returned by the customer. It was reported that alarms are ringing for occlusions in line when using the set 20027e. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20027e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20027e. Batch/ lot #: unknown. The user facility is having occlusion in line alarms when using filter set 20027e while infusing the drug mannitol.